Event description:
The customer reported being in the emergency room due to high ketones and high blood glucose of 550mg/dl. The caller mentioned receiving no delivery alarms. Troubleshooting was declined and the customer only wants to know if the insulin pump was in warranty. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm the no delivery alarms.